Event description:
It was reported that the healthcare professional (hcp) requested a review of device data to assess the operation of this cardiac resynchronization therapy defibrillator (crt-d). Technical services evaluated the electrogram (egm) and noted the presence of pacemaker-mediated tachycardia (pmt) episodes, which appear to be atrial or sinus-driven. Additionally, far-field r-wave oversensing was observed in the stored intracardiac electrogram. No adverse patient effects were reported, and the device remains in service.